Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the error message, "sensor ended," while wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer had symptoms of sweating and was unable to treat themselves. The customer's wife administered an injection for low blood sugar. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported the error message, "sensor ended," while wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer had symptoms of sweating and was unable to treat themselves. The customer's wife administered an injection for low blood sugar. There was no report of death or permanent injury associated with this

Manufacturer narrative:
Additional information - (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported the error message, "sensor ended," while wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer had symptoms of sweating and was unable to treat themselves. The customer's wife administered an injection for low blood sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.